Manufacturer narrative:
The ge service rep conducted an onsite investigation. The image processor board, the full frame scan converter, the mother board, and the communications printed circuit boards were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.